Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient had been hospitalized with an elevated blood glucose level of 30.6 mmol/l. The patient's meter displayed e4 (occlusion error) at the time of the event. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The customer had several m24 (occlusion) detection's at night on the (B)(6) 2016. The customer did not change the infusion set or the cartridge the whole day and just confirmed the m24 maintenance's. On the (B)(6) -2016 at 21:27:51 the pump was set in stop mode manually until the (B)(6) 2016 at 11:23:53. During this time no insulin was delivered.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.